Event description:
It was reported that several patients (number of patients not specified) underwent fusion surgery using rhbmp-2/acs. The patients developed pseudoarthrosis post-operatively requiring revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.